Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from hub on (B)(6) 2025. The infusion set was in use for almost a day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.